Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pump alarm had been going off for the prior three days, though telemetry had not yet been performed. The patient was throwing up and had a fever, cold sweats, and diarrhea. At the time of report, the reporter was looking for a physician that was closer to the patient's location. The device system was used to deliver dilaudid. Additional information was received from a patient. The patient reported they let their pump go dry in (B)(6) of 2014. It was reported the patient went through horrible detox in (B)(6) 2014 as well. The patient stated they've always had pain in the neck and middle of their back. No further complications were anticipated/reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, (B)(4), product type: programmer, patient, product ID: 8709sc, (B)(4), implanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. The patient reported they let their pump go dry in (B)(6) of 2014. It was reported the patient went through horrible detox in (B)(6) 2014 as well. The patient was in jail and couldn't get a referral to have the pump filled. When the patient got out of jail they tried to contact their implanting physician about a refill and they stated they were not taking new patients at the time. The patient stated they lived too far away, no longer have insurance, and can't afford to have the pump refilled anymore. The patient stated they've always had pain in the neck and middle of their back. No further complications were anticipated/reported.